Manufacturer narrative:
Correction items due to omission: b1: type of report: added adverse event b2: outcome attributed to adverse event: added hospitalization and required intervention b5: describe event or problem.

Event description:
It was reported that this pacemaker was explanted due to an unknown other/non-product experience. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to an unknown non-product experience. No additional adverse patient effects were reported.